Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, oversensing and low, out of range pacing impedance were observed and the patient felt a vibratory alert. Lead damage was suspected; however, no x-ray imaging or visual inspection confirmed the suspected damage. Then, on (B)(6) 2019, the right ventricular (rv) lead was capped and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise episodes were detected as ventricular fibrillation. No therapy was delivered because the episodes were not sustained. Lead damage was suspected. The device was reprogrammed and will continue to be monitored. The patient was stable.